Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the day of 16dec2025 was downloaded and reviewed. Review of the cloud data found that no pod hazard alarms had been generated on the date of incident. Review of the cloud data found that a low pod insulin reminder and an urgent low glucose alert were generated on the date of incident. The cloud data showed that both notifications were generated correctly as conditions were met. Review of the patient history buffer data found no evidence of issues with insulin delivery. The system was used primarily in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The range of data was expanded to 01dec2025-31dec2025 and no pod hazard alarms were found to be generated during this range either. No evidence of issues with the system and no evidence of pod hazard alarms were observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received an error message "pod error. Insulin delivery stopped. Change pod now." While wearing the pod between 49 and 71 hours on the abdomen. The patient was reported to be in the hospital with low insulin levels in the pod. No further information is currently available on the reported hospitalisation. Follow up is being conducted to obtain additional information about this specific incident.

Manufacturer narrative:
Additional information was provided on 21 january 2026. Section h6, h1, b5, b1 have been updated accordingly.

Event description:
It was reported that the patient received an error message "pod error. Insulin delivery stopped. Change pod now." While wearing the pod between 49 and 71 hours on the abdomen. On (B)(6) 2025, the patient reported to insulet that they visited the hospital with low insulin levels in the pod. Additional information was gathered from the patient on (B)(6) 2026. The patient reported that no medical attention was required. There was no impact reported to the patient's blood glucose level.